Manufacturer narrative:
Pump unable to prime during prime and compromised system sensor test due to faulty force system sensor. Pump passed idle current , run current, self, off no power, restart error, basic occlusion, displacement and rewind tests. Unable to perform occlusion and excessive no delivery due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and insulin squirts out of the pump during manual prime. The customer's blood glucose level was 275 mg/dl at the time of incident. Troubleshooting advised the customer to hold down the act button until they receive the 2nd series of beeps and numbers appear on the display. Customer indicated that they did not alert with a series of beeps nor did numbers appear on the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.